Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer treated with candy. The customer stated that her sensor was not in sync with her pump 3 nights in a row. The pump would read that the customer was low when it was 120 and 81 mg/dl. The customer removed the sensor and noticed it bled a lot. The customer was unable to troubleshoot because she was at work. The customer was advised to speak with helpline in the future.